Event description:
It was reported that balloon rupture occurred. The target lesion as located in the cephalic vein. A 7.0 x60, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another 7.0 x60, 75cm gladiator elite balloon catheter. No patient complications were reported.